Event description:
It was reported that a malfunction alarm occurred with the pump, indicated by the code "malf 0." The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support resolved the issue by sending a replacement pump and providing the customer with instructions to put the old pump in storage mode before returning it. The customer was advised on the steps to follow upon receiving the replacement and acknowledged understanding all instructions.